Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the laser shut itself down during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and confirmed but could not replicate the reported event. As a preventative measure, the connections and contacts of the printed circuit board (pcb) were cleaned. The system was then tested and met all product specifications. The system was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).